Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: b3400060m, serial#: (B)(6), product type: extension, product ID: b3400060m, serial#: (B)(6), product type: extension, product ID: neu unknown lead, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received, from the manufacturer¿s representative (rep), reported the second extension was tried to troubleshoot, but the impedances didn¿t change. So the surgeon kept the first extension. No product were going to be returned for analysis. After the patient was moved to recovery and impedances resolved. It was unknown, how they resolved.

Event description:
Additional information received from a rep indicated segment 1c showed orange during testing, over 5000 ohms, and it was re-run a few times. The second extension was never tunneled. The value came down to 4700 ohms during recovery. No stimulation was on in the recovery. The rep was not present at programming afterwards but did not hear of an issue. There were no tunneling issues during the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that¿during intraop impedance measurement, the results showed one segment of the contact greater than 5k.¿¿the wire was wiped down and reinserted in the extension as well as the implanted neurostimulator. Another extension wire was tried. It still reflected a high impedance number on the segment of the contact.¿the patient was checked in the recovery area and all of the impedances were within normal range. Issue was reported to be resolved at this time and cause is unknown.